Event description:
Eval revealed that the force sensor plate was physically damaged and the force sensor resistance reading was out of calibration.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed that the force sensor plate was physically damaged and the force sensor resistance reading was out of calibration. Review of the pump history revealed loss of prime warnings. The pump was primed successfully and exercised with no alarms occurring.